Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer was treated through intravenous insulin drip and fluids, and released from the hospital on (B)(6) 2015. Pump data was reviewed by tandem technical support and showed that user did not resume insulin delivery after the cartridge was changed.